Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7130390, model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316, batch/lot number: 31666339, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration, which was confirmed through an imaging. The patient underwent a revision procedure wherein the spinal cord stimulator (scs) leads, and clik anchor were replaced. The explanted devices were not returned as they were discarded by the medical facility.